Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the product's tip was claimed to have been broken during a surgical procedure, and it was retained inside the patient's knee. No further information was provided.